Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device changeout procedure this implantable right atrial (ra) lead was exhibiting 2,500 ohms pacing impedance measurements through the pacing system analyzer (psa). Approximately one year ago pacing impedance measurements were 1,860 ohms. The lead was surgically abandoned and a new lead was successfully implanted. To date, there have been no adverse patient effects reported.